Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the pump time was inaccurate (off by 1.5 hours). Cause was not known. Blood glucose was not impacted. Current time was accurate.